Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the monopolar curved scissors instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 8mm monopolar curved scissors instrument had a broken black conductor wire. A backup same dv instrument was used for the procedure. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8mm monopolar curved scissors (mcs) instrument to perform failure analysis. The instrument was analyzed and found to have a broken grip cable at distal end.

Event description:
Refer to h11 for follow-up information.